Event description:
Respiratory therapist (rt) technician witnessed when puritan bennett respirator turned off spontaneously while providing respiratory support on patient. The ventilator was replaced immediately with no patient harm.

Event description:
Respiratory therapist (rt) technician witnessed when puritan bennett respirator turned off spontaneously while providing respiratory support on patient. The ventilator was replaced immediately with no patient harm.